Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Horn, e., and et al. (2006) atlantoaxial stabilization with the use of c1¿3 lateral mass screw fixation. J neurosurg spine 5: 172¿177. This report is for unknown ¿spine (axon system)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article horn, e., and et al. (2006) atlantoaxial stabilization with the use of c1¿3 lateral mass screw fixation. J neurosurg spine 5: 172¿177. The purpose of this article is to review retrospective cases in which a novel technique of fixating the atlantoaxial complex by using c1¿3 lateral mass screw fixation in conjunction with c-2 sublaminar wires. The study was performed between june 2001 and may 2005. The study included 10 patients, which consisted of six (6) men and four (4) women, with a medium age of 62.6 years (range 23-84 years). The average follow-up duration was 13.1 months (range 4-27 months). A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown ¿spine (axon system) and refers to one (1) patient (female, (B)(6)) had mild pain at the graft site.

Manufacturer narrative:
Date on (B)(4) was incorrectly reported as apr 6, 2017. The correct date is may 10, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.